Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one conquest pta dilatation catheter. Upon visual inspection, peeled pebax and unraveling were also noted at the proximal end of the balloon, with no anomalies identified in the y body. On functional testing, the sample guide wire lumen was flushed successfully. The patency of the guide wire lumen was tested using an in house and was able to be inserted without issue and removed with no issue, no other functional testing performed. Therefore, the investigation is unconfirmed for the reported gw advancement as guidewire able to be inserted and removed without issue. However, the investigation is confirmed for the identified unravel and peeled pebax issue as peeled pebax and unraveling were also noted at the proximal end of the balloon. A definitive root cause for the reported guidewire insertion issues and identified unravel issue and peeled pebax could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the conquest balloon catheter. During the procedure, the guidewire was allegedly unable to pass through catheter. The procedure was completed using another balloon. There was no reported patient injury.